Event description:
Event description guidant received information that during the implant procedure, this 4471 positive fix lead became hung up on the tricuspid valve. The lead was never freed and was surgically abandoned. No adverse patient effects were reported.